Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The complaint was confirmed. The white tip of the catheter had partially tore from the catheter shaft at the fuse zone. The device history record was reviewed and found no exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The device was examined visually under magnification and found to have an unusual processing defect that did not allow for sufficient heat transfer to form a full permanent bond between the catheter tip and body. Device evaluation: method: the device history record was reviewed, the complaint data base was reviewed. Results: catheter.

Event description:
While cannulating the ostium of the left carotid artery via femoral access, the catheter tip partially tore from the catheter shaft while torquing the catheter in the tortuous anatomy of the patient. No harm or injury reported.